Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific for physical analysis. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this right ventricular (rv) lead had shock impedance trends ranging from 90 to 122 ohms. A request was made to have available device data analyzed by technical services (ts). Ts noted there has been a slight, gradual increase in shock impedance over time, with a maximum value of 124 ohms measured to date. Ts confirmed no setting changes are needed and the health care professional (hcp) can continue with routine follow-up. No adverse patient effects were reported. This lead remains in service.